Event description:
It was reported to resmed that an astral device displayed multiple safety reset complete error messages. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset complete error messages. There was no patient harm or serious injury reported as a result of this incident.